Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. A visual inspection was performed and no defects were found. A manual sound test was performed and no sound was heard from the receiver. The receiver case was opened for further evaluation and no visual defects were found. The reported event of no audio output was confirmed. The root cause was determined to be a defective speacker.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver had no audio output. No additional event or patient information is available. Data was received but further investigation cannot be performed to confirm the problem and determine the root cause of the reported issue.